Event description:
Per importer's MDR: consumer alleges that when the leg rests are removed from their unknown wheelchair there are sharp edges on the hanger pins, allegedly causing cuts to the side of the users legs.

Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(6) industries ltd since there was no model number provided and the device was not returned for evaluation.